Event description:
Customer compared results obtained on an accu-chek advantage system (meter, strip lot 549236 exp date 10/31/2007) with a doctor's meter. The customer obtained a 256 mg/dl compared to the doctor's meter result of 120 mg/dl. Customer has not changed the amount of insulin he takes based on meter blood glucose results. No adverse event was reported. Quality control testing was not performed. A request for return of the suspect device was made, and a replacement was sent. Customer did not provide info on where tests were performed.

Manufacturer narrative:
The suspect product is accu-chek comfort curve test strips.